Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued can create the required forces to damage the guide wire and cause a separation. The lesion was described as chronic totally occluded which could have contributed to the reported separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. The product was not returned for analysis which may have aided in the investigation. The reported tip separation appears to be related to operational context of the procedure. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the guide wire was across the chronic totally occluded (cto) lesion in the right superficial femoral artery. A non-abbott catheter was advanced to the lesion, over the guide wire and was used successfully for treatment. There was no reported resistance during advancement or retraction of the crosser catheter over the guide wire; however, during removal of a non-abbott catheter from the patient, the guide wire separated, leaving approximately 18-20 inches of wire in the patient. The third attempt to remove the tip with a snare device was successful. Nothing remains in the patient. There were no reported patient clinical issues related to the guide wire separation and removal. No additional information was provided.